Manufacturer narrative:
Manufacturing date, expiration date and UDI not available as product serial number is unknown the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable prior, during and post procedure.